Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus. The customer's blood glucose was over 600 mg/dl. Troubleshooting did not find a bent cannula. It was also found insulin was able to exit with a manual prime. It was also found the insulin pump did not alarm no delivery and insulin was able to exit with a fixed prime. Customer's blood glucose was 232 mg/dl at the end of the call. The customer declined to return the product for analysis.